Manufacturer narrative:
Updated to include patient experience after linx device implant. "Patient reports feeling "a lot of pain on left side of stomach after surgery," but implanting surgeon said he did not see anything abnormal." "

Event description:
Following a laparoscopic anti-reflux procedure, a patient had a gastric emptying test which resulted in a diagnosis of delayed gastric emptying. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implant (B)(6) 2016 at macon surgical associates. Patient reports feeling "a lot of pain on left side of stomach after surgery," but implanting surgeon said he did not see anything abnormal. Patient no longer required ppis to control reflux as of (B)(6) 2016. Subsequently, the patient began experiencing bloating and gas. Gastric emptying test performed on (B)(6) 2017 showing "radionuclide activity in the stomach on immediate imaging with small bowel accumulation on delayed imaging," with t1/2 = 250 min, and 10% emptying at 90 min, with an impression of "delayed gastric emptying."

Event description:
Following a laparoscopic anti-reflux procedure, a patient had a gastric emptying test which resulted in a diagnosis of delayed gastric emptying. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implant (B)(6) 2016 at macon surgical associates. -patient no longer required ppis to control reflux as of (B)(6) 2016. Subsequently, the patient began experiencing bloating and gas. -gastric emptying test performed on (B)(6) 2017 showing "radionuclide activity in the stomach on immediate imaging with small bowel accumulation on delayed imaging," with t1/2 = 250 min, and 10% emptying at 90 min, with an impression of "delayed gastric emptying."